Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer felt resistance with the syringe while filling the cartridge with insulin. After filling the cartridge, the customer received an inaccurate fill estimate. Another cartridge was loaded and an accurate fill estimate reading was received. The customer's blood glucose level was 230 mg/dl.